Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in output but had come down. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).